Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suddenly increased and high impedance. The lead was explanted and replaced. During this replacement surgery the right atrial (ra) lead dislodged. It was explanted and replaced. No patient complications have been reported as a result of this event.